Manufacturer narrative:
Skin infections such as abscess, may manifest as swelling, redness, hot tot touch and throbbing appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teoxane products. Local reactions that may manifest as early bruise after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. Furthermore, the lips are one of the most common areas affected by swelling. These reactions are related to the traumatic environment of the injection, vary according to injection volume and technique and patient factors, and are usually resolved spontaneously. Moreover, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Infection - abscess [abscess] ([skin oedema], [erythema], [dermatitis]) bruise [injection site haemorrhage] . Case narrative: on 07-jun-2026 the UK subsidiary notified teoxane geneva about an adverse event. The case was reported by the injector (pharmacist). According to the information received, the patient was injected on (B)(6) 2026 with 2.4 ml of rha 4 in the chin, prejowl sulcus and jawline using both a needle and a cannula. The same day, the right jowl (where the entry point was made) and the jawline areas were swollen, red, hot to touch and throbbing. A bruise was also present but was resolving. The patient was prescribed antibiotics (flucloxacillin 500mg) for 7 days, starting on (B)(6) 2026 and the symptoms were resolving. Since the area was very inflamed and the patient was worried, a local medical expert was contacted for guidance. The expert suspected an infection. According to him, since the patient was only on day 2 of a course of 7 days antibiotics, he recommended reviewing the patient on day 7 of the antibiotic¿s treatment. In case of swelling increase, he would suggest incising and drainage if the infection was fluctuant, followed by a dual course of broad-spectrum antibiotics (clarithromycin and ciprofloxacin). Considering the severity of the symptoms, the case was assessed as reportable. On (B)(6) 2026 the injector informed teoxane that the situation was worsening and asked if dissolution of the filler was recommended. The local medical expert was contacted and explained that it was not advisable to dissolve the filler in the presence of active infection as it could potentially spread. Therefore, the injector proceeded to an incision and drained the abscess. The patient also started both clarithromycin and ciprofloxacin. Despite several reminders no additional information was retrieved therefore the case was closed as this.